Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system in conjunction with a fsl 3+ cgm and a steel cannula infusion set, with cgm showing 53 mg/dl for about an hour and a confirmatory fingerstick of 56 mg/dl; the user was unfamiliar with fast-acting carbohydrate treatment and was counseled to use measured quick-acting carbs such as skittles, after which glucose rose into the 70s within 20¿30 minutes. Symptoms included low blood glucose. Outcomes included on-call troubleshooting and education without need for hospitalization. Investigation included user coaching on appropriate treatment of hypoglycemia and review of glucose values. Investigation of this case revealed user technique and education needs regarding prompt use of fast-acting carbohydrates as the most plausible contributor, with no evidence of device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.